Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the power issue started around two weeks earlier. After the meter issue began, the patient reportedly developed symptoms of feeling shaky. The patient visited her doctor on twelve days later, to get a prescription refill and because she knew her blood glucose was high that day. The doctor's office tested her blood glucose with an unidentified device and a result of "like 300" mg/dl was obtained. It is not known if the patient received any medical treatment during the visit. When the patient opened the battery compartment of the meter, she noticed that the battery was corroded. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms of shakiness after being unable to test her blood glucose for about 1-2 weeks because of the alleged meter issue.